Manufacturer narrative:
The device was returned for evaluation and the report of ¿non- detachment¿ was not confirmed. Axium pushwire was returned for evaluation without the instant detacher. The proximal end containing the tack weld replacement (twr) crimp was missing as it was discarded. In addition, the implant coil was not returned for evaluation as it remains in the patient. The pushwire was found bent from its proximal end. Also, the pushwire was broken on its proximal end with the release wire extending out. The coin was not located against the lumen stop and the coil shield was found to be damaged. Based on the reported information and analysis we are unable to definitively determine the cause of ¿non-detachment.¿ based on our analysis findings, user context may have contributed to the event during the manual detachment attempt as the location of the break on the proximal end of the pushwire was not consistent with the correct break location for manual detachment (via hypotube) as recommended in the axium coil instructions for use (IFU). The report of ¿premature detachment¿ was confirmed as the pushwire was returned with the implant coil already detached. It is possible that the implant coil detached due to the pulled release wire, or due to the repeated repositioning reported by the customer. Per the axium coil instructions for use (IFU): ¿in the rare event that the coil does not detach and cannot be removed from the implant delivery pusher, use the following steps for detachment: grip the hypotube approximately 5 cm distal of the positive load indicator at the hypotube break indicator and bend the implant delivery pusher just distal to the hbi 180 degrees. Next straighten the pusher back, continue bending and straightening until the pusher tubing opens exposing the release element. Gently separate the proximal and distal ends of the open pusher. Then, under fluoroscopy, pull the proximal portion of the implant delivery pusher approximately 2-3 cm to confirm implant detachment per IFU.¿ per the axium coil instructions for use (IFU): warning: ¿if the coil does not move with a one-to-one motion, or repositioning is difficult, the coil has been stretched and could possibly break. Gently remove and discard both the catheter and coil.¿

Manufacturer narrative:
Only pushwire was returned for investigation as coil was implanted in the patient. Device evaluation is anticipated but not yet began. Upon completion of the device evaluation a supplemental report will be filed.

Event description:
Medtronic received information that this coil would not detach with an instant detacher or using manual detachment method (breaking hypotube method; an alternative method presented in the instruction for use) during the coiling treatment of right ophthalmic aneurysm. It was reported that the physician repositioned the coil three times during the procedure. After the attempts to detach the coil, the physician decided to remove the coil. It was reported that upon removal the coil began to stretch and detached in the aneurysm. It was reported that the coil tail was hanging out in the parent vessel. The physician implanted a stent to secure the coil tail to vessel wall. Other coils were implanted and the procedure was completed successfully. No patient complication was reported as a result of the procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.